Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.0mm qr drill, w/ depth marks part number 80-2378 was received for evaluation. The batch number was confirmed to be 526743. The returned part was examined with magnification. The drill appeared to have no surface condition issues (i.e. No oxidation or worn laser markings). The drill tip was broken with a fragment missing. The drill, instead, terminated with a fracture plane at the tip rather than a sharp tip. The missing tip was not returned and could not be examined. The fracture plane at the drill tip was largely flat with minor cupping. The fracture plane was lightly textured with no indication of necking or ductility suggesting a brittle failure mode. The overall length of the product measured 5.7660 inches. The missing portion was calculated to measure 0.034 inches. The noted condition of fracture plane may suggest failure occurred in a brittle manner. However, due to unknown procedural conditions, no definitive conclusion on the observed phenomena can be made.

Event description:
During the procedure, the nurse found the tip of the drill was "lacking". There were no adverse consequences to the patient.